Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected wbc content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file was analyzed for this event. Root cause: a definitive root cause could not be determined. The signals in the run data file indicate it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects,possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above. The signals in the run data file also indicate that the higher than expected wbc content in the platelet product could be the result of an escape of wbcs from the lrs chamber during a portion of the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that corresponds with the onset of the overloading of the lrs chamber. Based on the available information, it cannot be ruled out that this leukoreduction failure could be donor related. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.